Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device replacement, this right atrial (ra) lead was suspected to be damage as it suddenly started exhibiting high out of range pacing impedance and loss of capture (loc). All the measurements were within limits before the procedure. In bipolar mode, some noise was also present. The physician decided only to reprogram the newly implanted device due to patient condition and patient age. At this time, this ra lead remains in service. No adverse patient effects were reported.